Manufacturer narrative:
Report source other: company responsible for marketing and operating the use of mitg-surgical products in the territory. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis in a laparoscopic gastroplasty procedure, the device did not fire even if the green button was pressed and was able to squeezed the handle. It was replaced with new reload and it worked normally with the same handle. There was no patient injury.